Manufacturer narrative:
The pump alarmed motor error during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test due to motor error alarm. The pump had minor scratched display window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 212 mg/dl. The customer sates the motor error occurred during rewind. The customer states the pump was not exposed to a high magnetic and does not use the sensor feature. The customer states they are able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.